Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that while in bed on the morning of the report, the device in the patient¿s hip buzzed twice. It was noted the buzzing did not last longer than 10 seconds. The patient thought it was their phone, but their phone was in the kitchen. There were times when the ins had turned hot on the patient. The hotness lasts 2 or 3 minutes then fades away and was no longer warm. The patient felt the heat go through to the couch, so they turned over and it cooled off. This had been happening since (B)(6) 2016. It was also reported that it flipped over in the pocket, like a light switch, and the pocket was pretty big. This started almost a month after it was installed and the patient¿s healthcare provider (hcp) said if it was really bothering the patient, they could do something about it but the patient did not want to go in for surgery. The patient was advised to report the buzzing and heat to their doctor and it was noted the patient hated to disturb the doctor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient visited their surgeon, who checked the device and found that it was working correctly. They didn't know why the buzzing, turning hot, and flipping happened. It was noted that it had happened once more after their visit to the surgeon, but it seemed okay at the time of the report. It was noted that the patient was just laying down when the buzzing and turning hot happened. It had happened in the early hours, which woke them up. Their hcp had never heard of this happening before.